Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 15, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the cartridge and cartridge tip was damaged. The lens module and device assembly were inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. The lens was cleaned and presented with cosmetic damage to the optic body. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol), a crack was found in the center of the iol optic. The incision was enlarged and the iol was removed. The procedure was successfully completed with the back-up device. There was no patient injury reported and no other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-incision enlarged an attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.